Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. Customer¿s current blood level was 540 mg/dl. Customer treated high blood glucose level with manual injection. Customer did not report any symptoms related to the high blood glucose level. Customer declined troubleshoot for high blood glucose level. Insulin pump will be returned for analysis.